Manufacturer narrative:
The customer's report of channel error was not replicated during testing. Based on the event and error logs from the pump module, an error code of 240.4150.0 occurred at 4:41 am and again at 4:43 am on the reported date of the event. The channel malfunction correlates to the reported failure described in the incident. Before the error events, the pump was infusing an unknown drug or fluid. During the first error, the rate of infusion was noted at 33.33ml/h and a vtbi of 110ml. After the first channel malfunction, the unit was turned off by selecting the channel off-key and removed. The pump module was immediately re-attached. At 4:42 am, the unit was programmed and restarted at a rate of 33.33ml/h and a vtbi of 110ml. At 4:43 am, the unit exhibited the second channel malfunction, and the unit was removed. Testing the pump module utilizing the pressure sensor malfunction test method demonstrated that the pump operated within specification. The device was being used for treatment. The root cause of the customer's report of channel error was not duplicated in this investigation. The source pump module demonstrated to be within specification and operating as intended. Sample inspection: an external and internal inspection of the customer's incident pump identified the right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with bent contact pins, corrosion, and dry fluid residue. Platen, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. The latch sear and latch pivot screw are appropriately installed and did not interfere with the door operation. All parts inspected are manufactured by bd, and the instrument seal was intact. The fsa pressure sensor date code was identified as (B)(6) 2019. The bezel date code was identified as (B)(6) 2017. Log analysis results: a review of the logs identified two channel malfunctions recorded in the event log, which produced an error code 240.4150.0 at 4:41 am and again at 4:43 am on the reported date of the event. The channel malfunction correlates to the reported failure described in the incident. Since the pcu was not provided, programming details, drug name/ ID, and profile were not determined. Based on the available logs, an unknown infusion was programmed and started on (B)(6)2021 at 4:41 am at a rate of 33.33ml/h and a vtbi of 110ml. Immediately after starting the infusion, the system alarmed channel malfunction (error 240.4150.0) at 4:41 am. The channel was turned off and removed, then re-attached, programmed, and started at 4:41 am at a rate of 33.33ml/h and a vtbi of 110ml. At 4:43 am, the unit exhibited the second channel malfunction, 240.4150.0, and the unit was removed. Test results: pressure sensor malfunction test method results showed the upper-pressure transducer functioning as intended. All testing passed, and the date code on the fsa transducer was identified as (B)(6) 2019. Test methods: testing was performed per the pressure sensor malfunction test method (1503-001-012, dir# (B)(4)). See the attached test results file in trackwise (1503-001-012-r (01) pressure sensor malfunction test method.pdf. Device history review: a review of the device history record showed the device had a manufacture date of 09/05/2013. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Customer advocacy received a copy of the customer's medsun report from the FDA which stated, "channel had been running and the pump was stopped to change tubing. When the channel was restarted, it began to run as normal. Then it stated that there was a channel error. Channel was stopped and replaced. It was then removed from service. What was the original intended procedure? : IV infusion. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;" although multiple attempts have been made for event details there was no response from the customer. There was no indication of patient harm at this time.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medsun report from the FDA which stated, "channel had been running and the pump was stopped to change tubing. When the channel was restarted, it began to run as normal. Then it stated that there was a channel error. Channel was stopped and replaced. It was then removed from service. What was the original intended procedure? : IV infusion. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do;" although multiple attempts have been made for event details there was no response from the customer. There was no indication of patient harm at this time.